Manufacturer narrative:
H3, h6: the device intend to be used in treatment has not been returned for evaluation and with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. A probable root cause; temperature or product failure. No batch/lot number has been provided therefore a document review could not be performed. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, during set up or inspection, when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. It is unknown if there was a delay and how the procedure finished. No other complications where reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.